Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the emma was providing "inaccurate readings" as the etco2 readings were "off by 10" when compared to a second emma device. Additionally, the "screen was glitching." There was no patient impact or consequence reported.